Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Unit successfully downloaded to thump. Confirmed normal bolus was delivered on 10/04/2025 between 00:00:07.000 and 06:12:01.000. Unable to confirm units of bolus delivered on 10/04/2025 due to corrupted pump history. No pump error 82 alarm noted during testing. Pump error 82 alarm (line number 427 file number 16) was found in the traces on 10/04/2025 04:08:12.000 due to software error as per global logic analysis (B)(4). Verified the pump alarmed pump error 43 on 10/04/2025 06:07:17.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 4 alarm (line number 147 147 147 2690 file number 2017 2017 2017 32122) on 10/04/2025 05:45:16.000, problem isolated to the electronic assembly as per global logic analysis. The pump was cut open to perform visual inspection and found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed required testing. However, found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Pump error 82 alarm was confirmed in the pump history due to corroded electronic assemblies. The pump history download confirmed the pump alarmed pump error 43 due to moisture damage to the electronic assemblies. The pump history download confirmed the pump alarmed pump error 4 due to moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 82 (the hrm task did not grant motor power in reasonable time). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported a blood glucose value of 360 mg/dl. The customer experienced hyperglycemia and discontinue use of insulin delivery system. The event involved product(s) unomedical, mmt-1884, and unk_disposables. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the pump error, and the customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for unomedical, and unk_disposables. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.